Event description:
An impella cp was inserted into the left femoral artery in a 69-year-old female with a history of hypertension, hypothyroid, diabetes, and coronary artery disease (cad), who presented with chest pain for one day and in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci) on (B)(6) 2025. The device was successfully explanted post-procedure. The post-procedure outcome is survived. It was later reported that: adverse event (ae) #1: acute blood loss anemia with a possible relationship to the pump. (B)(6) 2025: reason for admission: patient presents for impella-assisted staged pci of lad and ri (first pci on (B)(6) 2025, 2nd pci on (B)(6) 2025) left femoral impella was removed as patient was bleeding around sheath site and right ij swan was placed afterwards. Patient was transferred to ICU. Patient received 8units prbcs and was placed on levophed and epinephrine which were weaned off the next day. Ae #2: dvt with a possible relationship to the pump. (B)(6) 2025: severe pain and swelling in right knee, mild warmth, thought to be due to va ECMO duplex showed common femoral and iliac acute dvt pain began overnight and is gradually worsening, reported as an ache. Ae # 3: thrombocytopenia with a possible relationship to the pump. (B)(6) 2025: received 2 units of platelets. (B)(6) 2025: received one unit of platelets. Thrombocytopenia resolved. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Thrombocytopenia and bleeding are listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected data . D1 corrected/updated. A24 removed from h6. The investigation is still ongoing.

Manufacturer narrative:
Investigation summary: thrombosis, thrombocytopenia, anemia: the cause of the injury was not determined due to insufficient clinical details. Major bleed/ asae: the cause of the bleed was not determined due to insufficient clinical details.